Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited shock impedance measurements high out of range. Technical services (ts) reviewed and provided guidance around this issue. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.